Event description:
As reported, the patient underwent a transcatheter aortic valve implantation (tavi) after an implant duration of approximately four (4) years due to severe aortic stenosis and calcification. A new edwards transcatheter valve was implanted in aortic position. No other details reported.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not explanted, therefore, the reported cannot be confirmed and evaluated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, the reported stenosis was likely due to the calcification reported. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.